Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The patient was hospitalized for the event on the same day of onset. The cause of the peritonitis was not reported. The patient was treated with unspecified antibiotics (once a week, doses and routes of administration not reported) for the event of peritonitis. The patient was discharged from the hospital after three days and was recovering from the event. Extraneal and physioneal therapies were ongoing. No additional information is available.